Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. (B)(4). The other supera is being filed under a separate manufacturing report number.

Event description:
It was reported that the initial procedure took place on (B)(6) 2013, during which two supera stents were placed overlapping to treat a chronic total occlusion from the origin of the superficial femoral artery (sfa). Balloon angioplasty was performed on the proximal area with a non-abbott 5 x 40 mm balloon catheter. Angiography confirmed that the supera stents were fully apposed to the vessel wall. There was a good outcome at the end of the procedure with resolution of intermittent claudication. On (B)(6) 2014, a thrombotic occlusion of the sfa was detected and treated with balloon angioplasty using a 5 mm conventional balloon and a 6 x150 mm medicated balloon. On (B)(6) 2014, a thrombotic occlusion was observed again; however, as the patient was stable; therefore, no treatment was performed. There have been subsequent angiographies performed, but the thrombotic occlusion remains unchanged with no further treatment performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse patient effects - the box for disability or permanent damage was checked on the initial medwatch report, but should not be checked.